Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow-up appointment. Episodes of far r-wave oversensing were stored in the device. Programming changes were made at that time to resolve the issue. No patient symptoms were reported.